Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5146290/5168962.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted ipg and leads will not be returned.